Event description:
It was reported that the patient had fallen about 2 months prior to the report, so a new one had to be put in on the right side. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-33, lot# v639198, implanted: (B)(6) 2011, product type lead. (B)(4).